Event description:
Complainant alleged that during a routine shift check by a clinician, the device screen displayed "status 66", "status 93" and "cannot dump" messages. There was no pt involvement during the reported malfunction.